Event description:
It was reported during intra-aortic balloon(iab) therapy, the customer found blood in balloon catheter. Removed the balloon and replaced with another. Patient later expired but it was not attributed to the balloon. This report is for the 1st iab used. A separate report will be sent for the 2nd iab and the cardiosave intra-aortic balloon pump unit.

Manufacturer narrative:
Section d - unique identifier (UDI) # from: [blank], to: (B)(4). Section e - event site email from: (B)(4) @rochesterregional.ort. To: (B)(4) @rochesterregional.org. Section h - evaluation method codes: added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the customer found blood in balloon catheter. Removed the balloon and replaced with another. Patient later expired but it was not attributed to the balloon. This report is for the 1st iab used. A separate report will be sent for the 2nd iab and the cardiosave intra-aortic balloon pump unit.